Event description:
It was reported that during cleaning, it was noted that the bur was broken. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that during cleaning, it was noted that the bur was broken. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete. Device discarded.